Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter alleged obtaining the results of 7.8 mmol/l, hi (greater than 33.3 mmol/l), 7.7 mmol/l and 15.0 mmol/l back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.